Event description:
The 4-0 monosof sutures, product# (B)(4), lot# dod0228 have been involved in three pt incidents in our facility. The 4-0 monosof sutures were used to close surgical excision sites during minor procedures on (B)(6) 2010; (B)(6) 2010; and (B)(6) 2010. On (B)(6) 2010, all three pts returned for removal of sutures and were found to have the same reactions to have nylon suture. Documented wound conditions consist of erythema, swelling and drainage. Nylon sutures had changed color from black to white. Sutures were removed and wound cultures were performed on wounds. All three pts tested positive for (B)(6). Three pts presented to the surgical clinic postoperatively with the same apparent reactions to the 4-0 monosof suture. The reactions include the suture change of color from black to white. The sutures were embedded into the wound with the skin extremely swollen, reddened, and with drainage.

Event description:
The 4-0 monosof sutures, product# (B)(4), lot# dod0228 have been involved in three pt incidents in our facility. The 4-0 monosof sutures were used to close surgical excision sites during minor procedures on (B)(6) 2010; (B)(6) 2010; and (B)(6) 2010. On (B)(6) 2010, all three pts returned for removal of sutures and were found to have the same reactions to have nylon suture. Documented wound conditions consist of erythema, swelling and drainage. Nylon sutures had changed color from black to white. Sutures were removed and wound cultures were performed on wounds. All three pts tested positive for (B)(6). Three pts presented to the surgical clinic postoperatively with the same apparent reactions to the 4-0 monosof suture. The reactions include the suture change of color from black to white. The sutures were embedded into the wound with the skin extremely swollen, reddened, and with drainage.

Event description:
The 4-0 monosof sutures, product# (B)(4), lot# dod0228 have been involved in three pt incidents in our facility. The 4-0 monosof sutures were used to close surgical excision sites during minor procedures on (B)(6) 2010; (B)(6) 2010; and (B)(6) 2010. On september 10, 2010, all three pts returned for removal of sutures and were found to have the same reactions to have nylon suture. Documented wound conditions consist of erythema, swelling and drainage. Nylon sutures had changed color from black to white. Sutures were removed and wound cultures were performed on wounds. All three pts tested positive for (B)(6). Three pts presented to the surgical clinic postoperatively with the same apparent reactions to the 4-0 monosof suture. The reactions include the suture change of color from black to white. The sutures were embedded into the wound with the skin extremely swollen, reddened, and with drainage.